Event description:
It was reported that during the implantable pulse generator (ipg) and right ventricular (rv) lead implant procedure, there were differences between the r-waves measured with the analyzer and the device. Multiple rv lead positions were attempted and the rwave measurements remained different between the analyzer and the device. Review of device data indicated at the electrogram (egm) strip from the analyzer the current of injury has high amplitude but it is a wide signal which contains low frequencies. The r-wave is taken after the band-pass filtering,and therefore the measurement value will indicate a lower r-wave than actually seen as peak of the current of injury on the egm. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.